Manufacturer narrative:
Pending evaluation.

Event description:
During a revision from a primary to a cc. It has happened while locking the insert to the base plate, resulting in major difficulties to retrieve the broken tip left in the screw head. All pieces were retrieved, with less than 5 min delay to surgery. The tip was discarded and will not return, the driver will be returning. No patient info provided.

Manufacturer narrative:
(H3) the evaluation of the of the reported event may be the result of was result of applying torque greater than the yield strength of the ball tip driver¿s material, which lead to shearing off of the ball-tip. However, this cannot be confirmed as the ball tip driver was not available for evaluation.